Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor issues. It was reported that the patient had been having a couple hospital stays in regards to their gastroparesis symptoms returning. The patient had been going back and forth every week or other week since december and was just discharged from the hospital on the day of the report as well. The patient was redirected to their healthcare provider (hcp) to coordinate reprogramming. No further complications were reported/anticipated.